Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. It was reported that 7 days after a coronary drug-eluting stenting treatment procedure, the patient expired. The index procedure treated 1 de novo target lesion located in the mid right coronary artery. The lesion was predilated with an angioplasty balloon at 13 atms. The physician successfully implanted a 3.0x20mm taxus express2 drug-eluting stent at 20 atms. The patient was discharged 5 days post-index procedure on aspirin and plavix. The patient expired 7 days post-index procedure. Cause of death on the death certificate was indicated as myocardial infarction due to consequences of coronary artery disease.